Event description:
Clinical study # 125-024. Same case as #6000089-2005-01073, #6000093-2005-00815. It was reported that 53 days after a coronary artery drug eluting stenting procedure, the pt expired. Lesion 1 was a 4.0mm, 70% stenosed left main coronary artery (lmca). The physician treated the lesion with predilation and successfully pllacing a taxus express2 8.8% 3.50x20mm drug eluting stent in the target lesion without difficulty. Lesion 2 was a 3.5mm, 70% stenosed proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x16mm drug eluting stent in the target lesion without difficulty. There was a 4mm overlap of the previously placed stent. Lesion 3 was a 2.75mm, 80% stenosed proximal circumflex (prox cx). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x20mm drug eluting stent in the target lesion without difficulty. The pt was discharged the next day on plavix and aspirin. 6 mos after the procedure, it was reported that the pt expired 53 days post procedure with the diagnosis of lung cancer. There was no autopsy. In the opinion of the physician the target vessel was not involved.

Event description:
It was futher reported that target lesion 1 was 10mm long. The taxus stent was placed extending halfway down the lumen of the left main coronary artery (lmca) into the left anterior descending (lad). Residual stenosis was 0%. There was a significant "step-off" and moderate plaque in the mid lad just distal to a previously placed stent. Target lesion 2 was 6mm long with residual stenosis of 20% post deployment. Target lesion 3 was 10 mm long. Using the kissing balloon technique the taxus stent was placed "extending from exactly the same spot in the lmca down into the left circumflex vessle." Residual stenosis was 10%. Per phone conversation between the study coordinator and pt's daughter, the pt expired 53 days after the procedure with the cause of death as lung cancer.